Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned expired - unable to test. Most likely underlying root cause - mlc-6 passed expiration date note: (B)(4). Customer had called back on (B)(6)2017. Customer had called 911 on (B)(6)2017 due to feeling ill. When paramedics arrived, they took the customer's blood sugar and obtained a result of 99 mg/dl fasting. The customer did not go to the hospital. The customer stated she still had the same symptoms but the paramedics told her it was not related to her blood sugar and that it was due to her not sleeping well for a few nights; they informed the customer that she needed to get rest. Unable to contact the customer via telephone at call back on (B)(6)2017. At call back on (B)(6)2017, the customer stated her condition had improved and that she did not currently have any diabetic symptoms. There was no additional medical intervention since customer called 911 on (B)(6)2017. The customer stated there were no additional blood tests performed with the alleged defective device.

Event description:
Consumer reported complaint for e-5 error: test strip error, very high blood glucose result (higher than 600 mg/dl). The e-5 error occurred as soon as the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6)2017, the customer reported feeling lightheaded. Customer stated she was going to call 911. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer's test strips are expired - manufacturer's expiration date is 05/19/2015 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.